Manufacturer narrative:
This report is submitted on july 13, 2023.

Event description:
Per the clinic, the device was explanted (date not reported) due to migration of the receiver-stimulator. The patient was re-implanted with another cochlear device (specific date not reported).

Manufacturer narrative:
This report is submitted on may 17, 2023.